Event description:
Raised blood pressure 197/119 [blood pressure increased]. Felt dizzy [dizziness]. Case description: spontaneous report was received on (B)(6) 2013 from a consumer (age and gender not provided), initials (B)(6). The pt's medical history was not provided. On an unspecified date (at about 02 pm), the pt initiated treatment with synvisc one (hylan g f 20) injection, dosage regimen and route of administration not provided. The lot number for synvisc one was not provided. The same day, the pt felt dizzy in the evening (all pm) and at about 07:30 pm, the pt's blood pressure reading was 197/119 (units not provided). The company assessed the event of raised blood pressure as medically significant. The same day, the pt went to the ER and the blood pressure eventually came down on its own (at 03 am). Action taken with synvisc one treatment was not provided. The outcome for the events of raised blood pressure and felt dizzy was not provided. Relevant concomitant medications reported include nicotine patch. The intensity for both the events was not provided. The causal relationship of synvisc one with both the events was not provided.

Manufacturer narrative:
Additional info was received on (B)(4) 2013 in the form of qa (quality assurance) investigation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.